Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a perforation occurred in the mid left anterior descending coronary artery that was heavily calcified. A graftmaster covered stent system was advanced but failed to reach the perforation due to the calcified anatomy. A different covered coronary stent was used to seal the perforation. The patient ultimately did well. Use of the graftmaster did not cause or contribute to any complications or adverse patient events. No additional information was provided.